Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. The gantry began to rotate clockwise slowly by itself. This was caused by a g49 power supply loaded down by shorted g41 printed circuit board. The gantry movement stopped when the customer pressed the motion stop button on the table. There has been no mistreatment or injury reported.

Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). There has been no injury reported. The complaint behavior may potentially result in a serious injury. The gantry was rotating slowly. There are emergency-off buttons installed and they have been used to stop the unintended gantry motion. Probability: b (improbable). According to the user manual, the therapist must supervise the pt treatment all the time and stop any unexpected motion of the system before a pt is injured by moving parts. A final corrective action decision and subsequent action is pending further investigation.